Event description:
The manufacturer's representative reported that the patient developed a pump pocket infection and underwent pocket revision in 2006. It is unknown what treatment was provided for the infection. The patient is also reported to be unable to reach efficacy unless she receives a large bolus dose over a short duration. Troubleshooting was performed by accessing the catheter access port and bolus doses were injected. Flex programming has been tried, however, programming such large doses over a short duration is not possible according to the hcp. Morphine and marcaine have been used with increases in daily doses without reaching efficacy. Successful catheter dye studies have been performed and the system was found to be patent. No reservoir volume discrepancies have been noted. Final patient outcome is unknown.